Manufacturer narrative:
Investigation results: it was reported, that the tubing separated. One photo was taken, by the customer that verifies, the complaint. Due to no sample being received. An investigation could not be performed. And a root cause could not be determined. A device history record review could not be performed, because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
A2. Patient¿s birthday was not provided, 01-jan-xxxx was used based on age of patient e4. The initial reporter also notified the FDA on jul, 2024. Medwatch report # mw5157631 h.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite gravity set disconnects the following information was received by the initial reporter with the following: IV tubing (bd smartsite gravity set) was infusing keppra to pt. When tubing was lightly touched, it detached at a hub site not intended to disconnect.